Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urge incontinence and urinary/bowel dysfunction. It was reported that they were having issues with their therapy. Patient stated they keep hearing the buzzing in their head at certain positions that they were in and it was messing with their emotional psyche at times. Patient also stated the therapy is helping them not go to the bathroom as much. Patient reported they have lowered the intensity 3 times already since they had the procedure on august 12th. Patient mentioned they were still on pain medication in the evaluation/recovery room so they didn't feel the stimulation then, now it's at 1.8 and they hope they don't have to lower it anymore. Patient mentioned they met with their manufacturing representative at their doctor's office last week and that's when they lowered intensity last. Patient noted some days they don't feel it and some positions they do and other positions it just comes back with the sensation that it's just hitting the nerve. Redirected to healthcare provider (hcp) if issue persists.